Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, unexpected restart test and all operating current test. No motor error alarm was noted during testing. The motor was tested outside the device and passed motor test. The pump was received with scratched lcd window, cracked reservoir tube lip and cracked reservoir tube near reservoir window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer treated with shots. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that the pump had cosmetic damage. The customer stated that there are cracks on the pump. The customer was assisted with performing the self-test. The customer stated that the self-test passed. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.